Event description:
It was reported that the pump did not recognize the syringe size. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).(UDI) was unknown. No product information has been provided to date. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case was broken, the batter door was cracked, and the case seal was damaged. Syringe plunger not in place error found in pump event history log. During functional testing the syringe plunger not in place was found during syringe test and failed syringe plunger sensor test. The plunger board was broken off from glue as a result of the customer physical impact damage the plunger head. The root cause was a result of the customer's physical damage to the device. Replaced plunger board. Performed syringe test and all functional tests which passed.